Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum#1: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex, event date, brand name and product classification code. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about few months post implant of phasix st mesh, patient was diagnosed with hernia recurrence thereby underwent pain medications. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in jan 2020. Addendum#2: h11: this supplemental emdr is submitted to correct the 510(k) number. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: g4 (510k) number note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a phasix mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2020 - patient was diagnosed with incisional hernia and parastomal hernia thereby underwent open repair with implant of phasix st mesh. Per operative notes, ¿in midline incision, adhesions were divided and hernia sac was excised. Further dissection revealed the small parastomal hernia and midline closed with inlay bard phasix st mesh and sutured.¿ (B)(6) 2021 to (B)(6) 2022 - patient had chronic abdominal pain thereby underwent pain medication.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex, event date, brand name and product classification code. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about few months post implant of phasix st mesh, patient was diagnosed with hernia recurrence thereby underwent pain medications. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 60 units released for distribution in jan 2020. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a phasix mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2020 - patient was diagnosed with incisional hernia and parastomal hernia thereby underwent open repair with implant of phasix st mesh. Per operative notes, ¿in midline incision, adhesions were divided and hernia sac was excised. Further dissection revealed the small parastomal hernia and midline closed with inlay bard phasix st mesh and sutured.¿ (B)(6) 2021 to (B)(6) 2022 - patient had chronic abdominal pain thereby underwent pain medication.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a phasix mesh. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.